Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l46998, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, the patient was seen in the clinic for seizure after a baclofen increase on (B)(6) 2014. The cause of the event, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was used to infuse lioresal (baclofen).

Event description:
Additional information received reported that the pump was used to infuse gablofen baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's dose had been increased from 875 to 925 on (B)(6) 2014. The patient had a seizure with leg spasm on (B)(6) 2014 followed by grand mal seizure which lasted under a minute. The severity was described as "mild." The dose was decreased back to 875 from 925mcg; the outcome was resolved without sequelae (B)(6) 2014. The issue was "possibly related" to the drug/increased dose and was not considered related to the implant procedure.